Manufacturer narrative:
Additional information provided in d.10., h.3., h.6. And h.10. Three opened 25 gauge (ga) trocar assemblies w/tip protectors in a tray along with other items were received. The returned trocar cannula/hub assembly #1 was visually inspected and was found to be non-conforming, the hub and cannula were separated. There was presence of adhesive inside of the hub. Samples #2 and #3 were visually inspected and found to be conforming. A complaint history examination for device component lots traceable to the reported lot number indicates there are two additional complaints associated with the component lots for the reported issue. The photo attached to the parent complaint was reviewed by the manufacturing site. The photo of the trocar handle with a separated trocar, the reported product and lot information is confirmed. During assembly of the trocar product adhesive is dispensed at the cannula hub interface. The evaluation of the returned sample identified adhesive inside of the hub, therefore, how and when the trocar cannula and hub became separated cannot be determined from this evaluation and the root cause for this complaint is unknown. A potential contributing factor of the separation is manipulation during surgery. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.10. A sample was not received at the manufacturing site for evaluation; however the attached customer photo confirms the reported issue of the front end of the puncture sleeve fell off. The photo attached to the parent complaint was reviewed by the manufacturing site. The photo of the trocar handle with a separated trocar, the reported product and lot information is confirmed. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. Non-conforming product is removed from the lot. The inspection includes evaluation for trocar hub/cannula assembly loose on the trocar blade. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the front end of the puncture sleeve fell off when the perfusion head was pulled out of patient eye during a procedure. It was found on the perfusion head. No harm to the patient.